Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned to the complaint investigation site with the stent partially deployed by 0.5mm. The investigator was unable to deploy the stent due to the condition of the returned device. The distal outer had detached at the monorail exit and the stent could not be deployed as a result. This damage is consistent with excessive force being applied to the delivery system during device use. The investigator deployed the stent by pulling the tip distally while gripping the distal outer. No issues were noted with the stent. A visual and tactile examination identified no issues with the t-connector or the t-connector bond site. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 27-feb-2017. It was reported that failure to deploy stent and detachment of t-connector from outer sheath occurred. The target lesion was located in the carotid artery. After a protection device was placed, a 6.0-22 carotid wallstent¿ was advanced to treat the lesion. However, the stent did not deploy and the t-connector and outer sheath were separated. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed partial deployment of stent.